Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the following investigation, the image sensor unit was damaged, which may have led to the occurrence of the event. As for the cause of the damage, since damage on objective lens was confirmed, it was possible that the internal image sensor may have been damaged by external stress from hitting or dropping. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited due to damage to the objective lens, the monitor shows a black screen with no image (it may return to normal sometimes.). There were no reports of patient involvement.